Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported that the insulin pump was accidently taken into an MRI and it was alarming motor error. Nurse did not have any customer information. No further information reported.